Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overbolused for food consumed. Customer's blood glucose (bg) decreased to 41 mg/dl. Candy was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.